Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a frayed grip cable. The frayed segments stuck out at the wrist and they were various in lengths. The idler pulley exhibited rim damage. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.